Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the rapidcross catheter was received in two pieces. The fracture was at the proximal rx port of the device. The distal section was intact: all materials were accounted for. The fracture faces were examined and appear tensile in nature. The balloon was clamped and was able to be inflated: no leaks were noted. The inner lumen did not exhibit any abnormal amount of stretching. The balloon marker bands were appropriately located. A slight twist in the balloon material was noted between the middle marker bands of the balloon.

Event description:
The procedure was performed on a severely calcified cto in the sfa. The physician finally passed and ballooned to make a channel through the severe calcium. The entire length of the occlusion, distal popliteal to proximal sfa, had multiple balloon inflations performed with the rapidcross. The physician stated that they may not have allowed enough time for the rapidcross balloon to completely deflate before removing. The physician pulled back and snapped the shaft of balloon in calcium. The physician was able to retrieve the broken shaft with an additional wire and balloon alongside the shaft of the rapidcross. Gentle inflation and slow pull back removed the entire broken shaft of the balloon through a 6f contra sheath. The procedure was continued at that point with additional ballooning and stenting of the entire vessel from anterior tibial to the proximal sfa as planned due to severe calcium.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will submitted.